Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation and the customer's report was not replicated or confirmed. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes were functionally tested and performed to specification. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.